Event description:
Info received indicates the ground resistance reading is too high on the bed when tested.

Manufacturer narrative:
The tech isolated the issue to a loose ground screw for the power cord on the bed frame. The tech tightened the connection to repair the bed.